Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable non-reproducible ise indirect gen.2 k and cl results for one patient from a cobas 8000 cobas ise module compared to an unknown blood gas analyzer. The initial ise module results were reported outside the laboratory. The physician questioned the difference in k and cl between the ise module and blood gas analyzer. For the ise module, a serum sample was used for patient testing. A whole blood sample was used for blood gas testing. These two samples were collected from the patient at the same time. On (B)(6) 2020, the patient¿s ise module results were k 4.9 mmol/l and cl 91 mmol/l. The patient¿s blood gas results were k 4.2 mmol/l and cl 102 mmol/l. The results from the blood gas analyzer were determined correct for the patient. On (B)(6) 2020, the customer performed repeat ise testing with the same patient sample on the initial ise module and a different ise module. From the initial ise module, the cl result was 91 mmol/l and the k was 5.1 mmol/l. The cl result from a different ise module was 93 mmol/l. The k result from a different ise module was requested but not provided. The cl electrode lot number used for patient testing was k83 with an expiration date requested but not provided. The k electrode lot number and expiration date were requested but not provided.